Manufacturer narrative:
A surgeon reported a lap sponge he used was shredding in a surgical site. The surgeon was able to irrigate the surgical site and remove all fibers from the wound. The patient remained stable during the procedure and had no reported post-op complications. It is unknown if the surgeon used any surgical instruments while using the lap sponges that may have contributed to the shredding. Sample was received but was too small for testing. Two sponges of the same reported lot were received and subjected to abrasion and agitation testing. The complaint could not be confirmed and root cause has not been determined.

Event description:
It was reported a lap sponge left fibers in a surgical wound.